Event description:
On 17th march 2025, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a rayone galaxy toric rao615x. The event description provided states that approximately four weeks post-operatively the patient presented with dense anterior phimosis bilaterally (see also FDA MDR 3012304651-2025-00087).

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that approximately 4 weeks post-operatively the patient presented with dense anterior capsule phimosis bilaterally. On (B)(6) 2025, the patient underwent an additional surgical procedure whereby a bilateral anterior capulotomy was performed. The patient is expected to make a full recovery. Post bilateral anterior capsulotomy the patient reported an immediate improvement in their visual acuity. The device is not available for return to rayner, the iol remains implanted. Anterior capsule phimosis or anterior capsule contraction syndrome (accs) has been associated with multiple entities. Most common is a small diameter capsulorhexis. Zonular weakness, chronic intraocular inflammation, uveitis, pseudoexfoliation syndrome, zonular laxity, retinitis pigmentosa, advanced age, diabetes mellitus, behcet's syndrome, myotonic muscular dystrophy, and high myopia, are known risk factors. Our review of production records for the rayone galaxy toric rao615x batch 015260571 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated incident. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 015260571. There is insufficient evidence and information available to determine the onset of accs in this case.